Event description:
It was reported that during an unknown procedure, while the surgeon wants to apply the clip to ligate the blood vessel, the clip couldn't get the right formation, thus could not ligate the blood vessel well, the clip twist. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by the clip couldn't get the right formation, ...t he clip twist?" Please provide more detail. Were malformed clips removed? Was device fired on another clip or staple line? On which firing of device did issue occur? How was case completed? Was there any torquing or twisting of device while clip being applied to structure? Any resistance felt while firing device?